Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not showing in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the patient orders were not showing on the pyxis. A technical support specialist (tss) dialed into the server after a reboot and identified that the patient was visible on the server. The tss later identified that the orders were not showing in the station as it was not tagged to patient medical record number and the orders were associated with other mrn. The tss resolved the issue as patient had been discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not showing in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.